Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified common femoral artery, superficial femoral artery and below the knee artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During second inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification (#ps3010). The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified common femoral artery, superficial femoral artery and below the knee artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During second inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.